Event description:
Neoblue blanket led phototherapy system worked fine for two babies' treatments but later the staff reported that it started sparking and they have not used it since. No damage or injury reported due to this issue.

Manufacturer narrative:
Natus, (B)(4) is still awaiting the return of the device. A f/u report will be submitted after the device has been rec'd and evaluated.